Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the system was outside of clinical use. A philips field service engineer (fse) visited onsite and confirmed that the system gave error when trying to perform fluoroscopy. As part of troubleshooting, system reset was performed, failed parts were inspected, and parts numbers were acquired. It was determined that the image-store was not operational, and the image disk had failed. Furthermore, it was identified that the imaging hard drive had failed due to intermittent power supply failure. The cause of the power supply image disk failure could not be conclusively determined by the supplier's part analysis, however the replacement of imaging hard drive and power supply image disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy pedal is giving an error message, invalid procedure. There was no reported patient or user harm. The field service engineer replaced the imaging hard drive and power supply image disk and returned the system to use in good working order. Philips has continued to investigation of this complaint.